Manufacturer narrative:
Initial.

Event description:
It was reported that during preparation for a supply change the patient overfilled the cartridge, which leaked out the back, after which the patient replaced supplies and successfully filled the next cartridge without further assistance, consistent with a use-of-device problem involving the cartridge component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and indicated the event was related to user handling during use of the device, with the affected component categorized under an unavailable specific component term. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.